Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged into the right atrium likely due to twiddlers syndrome. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.